Event description:
Additional information was received that this lead was explanted due to infection.

Event description:
Boston scientific crm received information that at initial implant of this pacemaker, the leads were reversed in the header. This caused atrial flutter to be stored in the device as episodes of ventricular tachycardia, as well as no pacing in the ventricular chamber. The patient felt constant fatigue, lack of energy and felt tired all the time. A procedure was done removing the leads and replacing them back in the correct position in the device header and the patient immediately felt better, and the atrial flutter was resolved. To date, there have been no additonal adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.